Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer evaluate the dxa 5000 system. The fse reviewed the dxa 5000 system flags and confirmed the system alerted with a "yellow" error flag on the system console, after system failed to detect sample carrier. The patient sample tube was removed from system and not analyzed. As a result, the patient sample sat idle for over an hour without being processed/analyzed which resulted in delay in results and patient care. The failure mode for this event was identified as operator use error, due to operator failing to monitor system for alarms/flags on a timely manner. The patient sample was processed after it was found waiting on the exit lane. No further harm to the patient was reported. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported that on (B)(6) 2024 a tube carrier radio frequency identification (rfid) failed, the patient sample was sent to the exit lane. The patient sample sat idle for over an hour, leading to delay in results for comprehensive metabolic panel (cmp) analysis which includes alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), bilirubin, blood urea nitrogen (bun), creatinine, sodium, potassium, carbon dioxide, chloride, albumin, total protein, glucose, and calcium, for one (1) patient. The delay in cmp panel results of 1 hour and 35 minutes resulted in delay in treatment for hypoglycemia (glucose) and critical care endocrine crisis. There was no further harm to the patient reported.